Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient's blood glucose was high. The customer stated that she is having issues with pump. The piston is not functioning with the reservoir. Customer stated that she is not getting any insulin. Customer went to change pump last night and couldn't get it to move. The customer was assisted with doing set change. Customer mentioned that holster is not staying on. The customer reported that the blood glucose was 450mg/dl this morning. The customer discontinued use of pump. They didn't troubleshoot for high blood glucose as customer was not using the pump. The insulin pump will not be returned for analysis.